Manufacturer narrative:
No further issues have occurred since the service actions have been performed. The investigation could not identify a product problem. The issue is consistent with a maintenance issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer checked the sample probe and rinsing. Both probes were inspected and alignments were checked. The rinse stations and rinse mechanism fluids were checked. Precision studies were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The initial values were questioned by the provider of the patients since the patients were being tested as part of an insurance physical. The samples were repeated and the repeat values were deemed correct. The first sample initially resulted in an hba1c value of 9.3 % on (B)(6) 2024 and it repeated as 5.69 % on (b)(60 2024. The second sample initially resulted in an hba1c value of 9.9 % on (B)(6) 2024 and it repeated as 5.3 % on (B)(6) 2024. The third sample initially resulted in an hba1c value of 8.6 % on (B)(6) 2024 and it repeated as 5.57 % on (B)(6) 2024.